Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. The device was explanted replaced by a non-abbvie device and will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" confirmed via MRI. This record is for the right side. The device was explanted replaced by a non-abbvie device and will be returned.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical damage and missing piece of shell assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.